Manufacturer narrative:
Evaluation results: one cadd legacy was returned for investigation. The keypad and labels were intact. No conclusive evidence existed in the event log to support the user's complaint. The reported "failed accuracy +8.6%" problem was not duplicated. The accuracy test gave results of -1.34%, -0.80%, and -1.88%, all within the production spec of +/- 3.0%. A root cause was not established. The pump underwent preventative maintenance.

Event description:
Information was received indicating that a smiths medical cadd legacy pump failed accuracy (+8.60%). It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.